Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console (ssc) had a missing left eye on surgeon console (ssc) 2 and removed all dvi connectors and rebooted the system. Technical support engineer (tse) found no errors in the logs and the last cable was still connected to the video I/o is a dvi cable for tile pro that is not connected. Tse asked to remove also this one and customer agreed to do another reboot. Circuit breaker was not used at this time. Surgeon continued with one console and to finalize troubleshooting after the surgery ends. The procedure was completed with no reported injury. Intuitive surgical followed up and obtained additional information. The ports were placed prior to the issue being identified. The system functionality was not checked upon powering on the system. Customer assumed that the eye was defective from the beginning. The dvstat was contacted for troubleshooting. Troubleshooting was completed. All additional video sources were removed, and the system was restarted multiple times. The operation was completed using only console 1. There was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The hrsv monitor was returned for failure analysis and the reported issue was replicated. In remote fe and artemis logs, no data was found to indicate that the fault had occurred the field. Upon visual inspection no issues were found that would be related to the reported event. The monitor was installed and tested on the pca test system. The hrsv powered on showing a blank screen. As a result of these findings, failure analysis was able to conclude that an electrical component issue in the monitor was found to be the root cause of the reported failure.